Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed two trilumen insulation abrasions noted through to the rate/sense negative (rs-) lumen approximately 416mm to 418mm and 440mm to 445mm from the tip. Due to the location and type of damage, these were likely caused by lead-on-lead interaction.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited low out-of-range pacing lead impedance. Additional information was received from the field representative that the cause of this observation was not determined. At this time, the system remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was explanted and returned for reliability analysis.